Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and associated right ventricular (rv) lead stored an episode showing noise that was oversensed. In addition, a high, out-of-range pacing impedance measurement of greater than 3,000 ohms was reported. This triggered the lead safety switch (lss) and the lead was reverted to the unipolar pacing and sensing configuration. The patient was seen in the clinic for troubleshooting, where noise was recreated in the bipolar configuration with patient arm movements; noise could not be reproduced in unipolar. Technical services discussed the episodes stored after the lss occurred were due to myopotential noise that often occurs when sensing is in unipolar. X-rays were recommended to evaluate the lead for visible damage. The pacing and sensing configuration remained programmed to unipolar. No adverse patient effects were reported. The device and lead remain implanted and in service.